Manufacturer narrative:
A full investigation could not be completed as the actual device was not returned to the (B)(4) facility as of (B)(4) 2013, however, a photo of seal was submitted. Product appeared to have been used longer than normal which may have caused it to become less pliable and rip when sharp instrument introduced. Unable to determine the root cause of customers complaint. Most likely related to handling and wear and tear of the device. Not a manufacturing issue. Labeling was reviewed and found to be adequate, ie intended use, indications and field of use, preparation and cautions. Reports on this device were reviewed, no trends were noted. (B)(4) considers this matter closed. However, in the event we receive the device or additional information is received, we will provide FDA with follow-up information.

Event description:
Facility reported during a gynecological procedure, the instrument seal tore off. An internal and external search of the patient was performed and piece was never recovered. No injuries were reported.